Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving a vibratory alert. Upon interrogation on (B)(6) 2017, the implantable cardioverter defibrillator exhibited backup vvi operation. A device download was successfully performed. The patient remained stable prior, during and post event and would continue to be monitored.